Manufacturer narrative:
This foreign report is being submitted on 29-may2017 for a device product that is considered same/similar to a us marketed device (bab sheer 1inx3in). This closes out the report unless additional significant information is received.

Event description:
This spontaneous report was received on 05-may-2017 from a health authority ((B)(6), reference number (B)(4)) reporting on a (B)(6) female consumer from (B)(6). The medical history and the concomitant medications were not reported. On (B)(6) 2017, the consumer started using band-aid sheer strips 8 (lightweight band-aid) to prevent the wound from bacterial infection and accelerate the wound healing (route: cutaneous, lot number 151217u, expiration date 30-nov-2018 and frequency unspecified). On next day, after about three hours, when she wanted to replace the device, she noticed itching and redness on skin where the device was stuck, which was described as discomfort. The device was not used further. As a corrective measure, the consumer used unspecified gauze for binding the injury site. After two days, the events resolved. This report was assessed as serious (medically significant). The company causality was assessed as related.